Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The investigation determined that there is no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient experienced a cardiac arrest event in november 2022. The date was not provided. The patient was in a regular hd treatment utilizing the fresenius 2008t machine with an optiflux 180nre dialyzer. During the treatment (unknown time), the patient went into cardiac arrest. The treatment was discontinued, and the blood was returned. The patient was administered 1,000ml of normal saline (ns) and o2 via nasal canula. The patient regained consciousness and was transported via emergency medical services (ems) to the emergency room (ER). The patient was assessed and released. The patient returned to regularly scheduled hd treatments. The cause of the cardiac arrest was hypotension. Per the administrator, the event was not related to the machine, dialyzer, or any fresenius product(s). No further details pertaining to the event were available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between hemodialysis treatment on an unknown 2008t machine with optiflux 180nre dialyzer and the patient event of cardiac arrest due to hypotension. However, there is no documentation in the complaint file to show a causal relationship between the 2008t machine and dialyzer and the patient event of cardiac arrest. Hypotension during hemodialysis is a common complication associated with high morbidity and mortality. Risk factors for hypotension in treatment include patient demographics, medication use, larger interdialytic weight gain, dialysis prescription features (i.e., sodium), and high ultrafiltration rate. Evidence suggests that hypotension in treatment causes acute reversible myocardial hypoperfusion and contractile dysfunction (myocardial stunning), which can result in long-term loss of myocardial contractility, leading to premature death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the 2008t machine and optiflux 180nre dialyzer can be excluded as the cause of the patient¿s cardiac arrest. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient experienced a cardiac arrest event in (B)(6) 2022. The date was not provided. The patient was in a regular hd treatment utilizing the fresenius 2008t machine with an optiflux 180nre dialyzer. During the treatment (unknown time), the patient went into cardiac arrest. The treatment was discontinued, and the blood was returned. The patient was administered 1,000ml of normal saline (ns) and o2 via nasal canula. The patient regained consciousness and was transported via emergency medical services (ems) to the emergency room (ER). The patient was assessed and released. The patient returned to regularly scheduled hd treatments. The cause of the cardiac arrest was hypotension. Per the administrator, the event was not related to the machine, dialyzer, or any fresenius product(s). No further details pertaining to the event were available.